Event description:
It was reported that the pt's interstim device was removed due to infection. The day after implant, the pt experienced bleeding from her incision site. She had been taking elmiron for her painful bladder and was told by her physician that she was bleeding because she was not off the drug long enough prior to implant. The pt was placed on antibiotics for eight weeks but still experienced bleeding and wound dehiscence. The device also started to erode through her skin and it was determined that it should be explanted. Further info is being requested from the hcp.